Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that they were sweating and driving when the insulin pump alarmed. Customer's blood glucose reading at the time of the call was 328 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a broken belt clip slot, and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.